Event description:
A customer reported that they inspected the venous pressure transducer lines of 13 system 1000 hemodialysis machines and they were found to be "potentially contaminated". Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during patient use.